Event description:
It was reported to boston scientific corporation that a (B)(4) stent was removed from the proximal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient had a cholecystectomy on (B)(6) 2010. On (B)(6) 2010, liver function tests were recorded and no symptoms were noted during the baseline biliary obstructive symptoms assessment. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a proximal biliary stricture and the patient underwent biliary stent placement for this proximal biliary stricture. A sphincterotomy was performed prior to the study stent placement procedure and the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to the study stent placement. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 80 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, during the (B)(4) study stent removal procedure, difficulties were encountered in removing the study stent. A pre-removal and post-removal cholangiogram confirmed that no recurrent stricture was present. Subsequently, the study stent was removed in one piece. The event outcome is considered to be resolved. There were no patient complications as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The reported issue of stent difficult to remove. (B)(4). (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.